Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs ipg is non-functional after not being recharged since (B)(6) 2012. A sjm rep confirmed no communication between the scs ipg and scs external devices. Subsequently, surgical intervention will be taken at a later date to resolve the issue.